Event description:
As reported by the sales rep per the user facility: needlestick to nurse in ER. Additional info provided by the facility indicated the nurse received all protocol bloodwork testing and results have been negative. The sample has been discarded and the item number and the lot number remain unk.

Manufacturer narrative:
The actual device in the incident was discarded and was not made available to the MFR to be evaluated. The lot number and item number remain unk. Without the actual sample or a lot number or an item number, a thorough eval could not be performed. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available info has been provided to the actual MFR.